Manufacturer narrative:
Concomitant medical products: product ID: t505u225 valve; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited noise during a surgical procedure. It was noted that cautery was used during the procedure. The device remains in use. No patient complications have been reported as a result of this event.